Event description:
It was reported that the ilet user accidentally inserted the infusion set with the needle guard on, resulting in an incorrect deployment of the infusion set; customer care assisted the user in changing the site to an inset 6 mm, 23 in configuration. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.